Event description:
It was reported that prior to the start of a surgical procedure, a fluid was leaking out of the saw. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The saw has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.